Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having plif for l5/s l cs. It was reported that the cage did not jack up in the intervertebral disc space. Afterinserting the product during the l4/5plif, it was tried to jack it up, but could not do so because the screw thread was jammed with bone. Therefore, the cage was removed once and the bone inside the cage was also removed. After that, it was tried to reinsert it and jack it up but the attempt failed, so a new cage was inserted and the procedure was completed. There were no patient symptoms or complications reported as a result of this event.

Manufacturer narrative:
H3: product analysis of part # 6069076, lot # 0906456w - visual and optical inspection confirmed the spacer has been used and some debris is jammed inside the inserter attachment hole. The inserter is unable to be connected and expanded/collapsed due to the debris in the female torx. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.